Event description:
Related manufacturer reference number: 2017865-2022-03613. It was reported that the right atrial (ra) lead exhibited noise that was oversensed by the device. Also, the left ventricle (lv) lead exhibited high capture threshold. Both leads were explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual inspection found multiple external insulation abrasions breaching the outer insulation on the proximal portion of the lead consistent with friction to the device can and on the distal portion of the lead consistent with friction to another device or feature of the heart. The insulation abrasions caused the outer coil to be exposed on both portions of the lead. The cause of the reported event was isolated to the exposed coils at the abrasion zones. Electrical and x-ray testing was normal with no anomalies. All other damages were sustained during the procedure.